Event description:
Cracking of rear legs of cosycot infant radiant warmer. No patient involvement at the time. The cosycot infant warmer is mounted onto a wheeled base which incorporates 4 glass-fiber reinforced plastic legs. The two rear legs of the complaint device developed visible cracks. Device could not be used. Event occurred in another country.

Manufacturer narrative:
This particular event occurred in another country, but is relevant to devices sold in the us. We are reviewing the total accessory load that cosycot users are placing on their cosycots and are intending to revise the maximum weight limit. We will provide a follow-up report with details on how the users will be alerted to this maximum weight limit.